Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer experienced high blood glucose. The customer's blood glucose reached 591 mg/dl. Customer treated their blood glucose with a manual injection and their insulin pump. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting was not completed as the customer declined to check for leaks or air bubbles. It was also unknown if the customer had a bent cannula. Customer declined to troubleshoot any further. The customer's blood glucose was 393 mg/dl at the time of the call. Customer was advised to change out their entire infusion set, reservoir, and insulin. No additional information provided.